Manufacturer narrative:
Pump passed prime/delivery, displacement, rewind, basic occlusion and excessive no delivery alarm tests. Several boluses were programmed and delivered. No slow delivery noted during testing. No cosmetic damage noted on pump assembly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump may not be functioning properly. The customer stated that the insulin pump took too long to deliver insulin. Customer also reported that he had been experiencing high blood glucose levels. During troubleshooting, the insulin pump failed the high pressure test. The customer also reported that the insulin pump was scrolling very quickly and may not have delivered insulin properly. During a follow up call, the customer reported that he was hospitalized due to a high blood glucose level along with heart, bladder, and kidney failure. Blood glucose level at the time of hospitalization was 450 mg/dl. The customer reported that he was wearing the insulin pump at the time of admission and throughout the hospitalization. The customer also reported treating with manual injections.